Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations observed that when the instrument was placed on an in-house da vinci system and performed cut and seal tests; both tests passed. The instrument also passed the gap and grip force tests. The system logs could not confirm the customer reported complaint. Though the customer reported complaint does not itself constitute a MDR reportable event; however, insufficient sealing could likely cause or contribute to an adverse event if the alleged failure mode were to recur.

Event description:
It was reported that an endowrist vessel sealer instrument failed to seal during a davinci surgical procedure. The planned surgical procedure was completed and no patient injury, harm or adverse events were reported. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the customer and obtained more information of the reported event. The customer stated that during a davinci hysterectomy with bilateral salpingo oophorectomy procedure, they heard the audible tone indicating that the vessels had sealed; however, when the surgeon activated the cut function it was noted that the sealing was insufficient. The surgeon secured the tissue with another endowrist vessel sealer instrument and completed the planned surgical procedure successfully and confirmed no bleeding, harm, injury or adverse event to the patient.